Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.